Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. The customer alleged discrepant results for the cobas sars-cov-2 assay. A medwatch report (mw5101287) was received with a report of a false positive sars-cov-2 result being generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. This original sample was discarded. A second sample was collected on (B)(6) 2021 and tested at another location and the sample generated negative results (patient believes this sample was tested on liat). Patient was retested on (B)(6) 2021 with altona diagnostics real star pcr at a new location generated negative results. The sample was collected using a nasopharyngeal swab with red ctm media, customer unsure about volume of media (noble biosciences, 13-50 sinbeak-gil). The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas pcr media tube from cobas pcr media kit. Collect nasal specimens using the cobas pcr media uniswab sample kit or cobas pcr media dual swab sample kit according to instructions. Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of 0.9% physiological saline. No harm was alleged. The investigation into the customer's allegation is ongoing.

Manufacturer narrative:
Though requested, no additional information was received from the customer. A review of the analyzer's data was able to identify the customer's alleged sample; however, there were three positive samples generated on the day of the reported event. Two of these samples were strong positive results and one generated a low titer result. The recollected samples were tested at another lab with an unknown polymerase chain reaction (pcr) testing and also with altona diagnostics real star pcr. Please note the differences in the platforms' sensitivities between the liat sars-cov-2 & influenza a/b (IFU table 9) with sars-cov-2 limit of detection (lod) at 0.012 tcid50/ml, 12 copies/ml (~0.008 pfu/ml), and altona real-star sars-cov-2 (IFU table 2/3) at 0.1 pfu/ml. Additionally, different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. Note that the media mentioned is significantly different in volume and chemical composition compared to on-label collection kits. If a lesser volume is used outside of the scfa method sheet recommendation of 3ml, any interfering substances present in the sample will be more concentrated. As per the scfa method sheet, inadequate or inappropriate sample collection, storage, and transport may yield incorrect test results. Collect specimen using a sterile flocked swab with a synthetic tip and standard collection technique using 3 ml of viral transport media from bd, copan, or thermo fisher or sterile 0.9% physiological saline. It is possible the alleged results could contain viral material near the lod of the assay, either from low titer samples or a low level of laboratory contamination. (B)(4).

Manufacturer narrative:
Corrected initial reporter sent report to FDA? To yes (medwatch report received from the FDA). (B)(4).